Event description:
Information was received based on review of a journal article which assessed the amount of bone ingrowth into the regenerex porous titanium glenoid pegs retrieved from patients who underwent revision shoulder procedures. There were three-hundred fifty-one (351) implanted as a part of an ongoing irb-approved implant retrieval program at the institution. The article reported the following six (6) events and/or revision procedures occurred: two for subscapularis rupture. One for the other rotator cuff tear. One for infection. One for posterior instability. One for unknown reason due to incomplete demographic data exited for one patient. Three (3) of the six patients were noted to have a "grossly loose" component at the time of the revision.

Manufacturer narrative:
The information being reported was found in the journal article titled "histopathologic retrieval analysis of clinically failed regenerex glenoid peg components". Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision procedures mentioned in the journal article. The following sections could not be completed with the limited information provided. Dates of events - unknown; expiration dates - unknown; dates implanted - unknown; dates explanted - unknown; initial reporter - the article was written by a. Catanzano, m. Elpers, x. Li, t. Wright, l. Gulotta; manufacture dates - unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.